Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's up button was stuck. The customer stated that the insulin pump may have been dropped. Blood glucose level at the time of the incident was 329 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.